Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the complaint was confirmed. This is likely the probable cause of the reported resistance. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, four smart coils and two non-penumbra coils were successfully implanted into the target location. While advancing another smart coil a short distance past its initial position, it became stuck. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.